Manufacturer narrative:
Insulin pump passed the displacement however failed in vibration self test due to broken black wire vibrator motor connector. (B)(4).

Event description:
Customer reported via phone call that insulin pump did not vibrate during battery change. Customer's blood glucose level was 130 mg/dl at the time of incident. Customer stated that battery was low and during self test insulin pump vibrated. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.